Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility in (B)(6) reported to fresenius (B)(4) technical services that after 5 minutes of initiating hemodialysis (hd) treatment the nursing staff observed blood leaking from the arterial head cap of the dialyzer. There was no adverse event, injury, nor medical intervention required as a result of the reported event. The estimated blood loss was 250ml. The patient's blood flow rate was 350 ml/min, and dialysis flow rate was 500. Patient has been receiving hd treatments 3 times a week since (B)(6) 2020. The dialyzer was replaced and the hd treatment was completed on the same hd system. There are no sample available to return.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no deviation notices (dn) reported on the lot. There were three other complaints reported on the lot: two involving a broken head cap (one confirmed with a sample and the other unconfirmed with provided pictures) and one complaint addressing an internal dialyzer leak (unconfirmed with photo documentation). There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.